Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported the patient experienced withdrawal and went to the hcp office. The pump was interrogated, and a critical alarm with tube set was noted. The hcp planned to start the patient on oral medication. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient had a refill on (B)(6). The patient first started to experience withdrawal on (B)(6) 2018. It was unknown what specific symptoms the patient experienced related to the withdrawal. The pump logs show a motor stall and recovery on (B)(6). Stopped pump may exceed tube set occurred. The cause of the tube set was ¿stop pump command¿ on (B)(6) 2018. It was confirmed that the patient had magnetic resonance imaging (MRI) that day. On (B)(6) 2018, the pump was put back on simple continuous mode and was successfully updated. The hcp was bringing the patient back for monitoring on (B)(6) 2018. The pump was currently being used with no issues. The tube set, and withdrawal has been resolved. The patient¿s weight and medical history were unknown.